Manufacturer narrative:
(B)(4). Label sequence on the mcm30 sales unit was visually inspected and it was confirmed to have abrasion on the label lot print, which makes the label difficult to read. Lot information is present in barcode on the sales unit label and on each individual package. It is unknown when the abrasive damage on the labels occurred and if it was caused by packout configuration or transportation of the product.

Event description:
It was reported that the letters/numbers were unreadable on the printed label. There was no patient involvement.